Event description:
Boston scientific resolution 360 clip (235 cm/2.8mm) malfunctioned and prematurely deployed. The clip is inside the patient. The clip normally deploys when it is closed, followed by a "click" sound. Thus, I believe this incident to be a result of a manufacturer defect. The clip itself was retrieved from the patient.